Event description:
A malfunction alarm was reported, identified as malf 16. The customer's blood glucose level was 300 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, but the malfunction persisted, leading to the decision to replace the pump. The customer was informed that they would use a backup therapy method to ensure continuous insulin delivery and was instructed to return the faulty pump within 10 days using the provided shipping materials.